Manufacturer narrative:
The accuview graph from the study was returned for evaluation. The total time of the study was 13:31:00 as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to drop from 5.7 ph to 1.6 ph. Several hours later, the recording stopped. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study. Recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. Capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study that ended early. The patient called to report to the customer that the recorder was not blinking blue, the patient returned, and they could not get the recorder to flash blue. They downloaded the study, and it showed the tracing stopped. The recorder would not re-detect the capsule after the upload. The technical support connected to the computer and transferred a de-identified copy of the study over to their computer to review. The study showed the tracing stopped but the recorder stayed on, the technical support suspected that the capsule died early. There was no patient or user harm. A repeat procedure is necessary and will be rescheduled at a later date/time.